Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, a cause for the reported slda could not be determined. The reported patient effects of tr and tissue injury appear to be cascading effects of the reported slda. Tricuspid valve regurgitation (tr) and tissue injury are known possible complications associated with triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, two triclips were implanted successfully. All steps were performed as per IFU. The final tr was grade 1-2. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, it was determined that a single leaflet device attachment has occurred and the clip was no longer attached to the anterior leaflet and a torn leaflet was observed. Tr was grade 4 after slda.